Event description:
Customer reported that the t:slim x2 pump battery would not charge, with a power source alert present. There was no adverse impact to the customer¿s blood glucose level. Technical support resolved the issue by sending a replacement pump. The customer continued to use the pump for insulin therapy.